Manufacturer narrative:
H6; code 100: cartridge assembly. Visual inspections and results: articulation: yes; cartridge batch number: ckw0444; precock functional: yes; rotation: yes; staple count: 12; swivel: yes. Functional tests and results: cycled the instrument: yes; test cartridge batch number: ckw0269. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument " jammed" during surgery was due to a misassembled cartridge. The instrument was received with a misassembled cartridge, which was due to a vendor error. A test cartridge was secured onto the instrument and was then cycled, fired, and properly formed the remaining 23 staples without incident. The appropriate engineering and manufacturing personnel have been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.